Event description:
A concentrator allegedly caught fire resulting in one fatality.

Manufacturer narrative:
Manufacturer received info from an insurance company alleging our device was involved in a fire that resulted in a fatality. Device has been in service 13 years with no prior incidents. An outside consultant determined the cause of the fire was likely and external plug, and not the device. MDR filed as a conservative measure.